Event description:
Following the initial implant the patient was experiencing exacerbated chf like symptoms. After a check in office, the assessment was a possible atrial lead dislodgement. During the revision on (B)(6) 2022 the lead was found not to be dislodged, however the lead was in the wrong port of the pacemaker header. The leads were placed in the proper ports during the revision and remain actively implanted. The patient was discharged the same day.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.